Event description:
Reportedly, instrument was used several times during the surgery. Patient expired 2 days later. "Obduction" revealed six clips fired, four clips correctly and two clips were badly formed because they were not folded at the apex. Procedure unk.